Event description:
In 2008, the pt's wife reported that she noticed air bubbles in the pt's insulin cartridge after it is inserted into the infusion device and the infusion set was primed. She stated that she uses room temperature insulin and no air is present in the cartridge when it is filled. The wife was instructed to remove the infusion tubing from the infusion device and the air bubble was primed out through the adapter. She was advised to properly adjust the piston rod prior to inserting the insulin cartridge. Upon follow up the following month, the pt's wife stated that she began adjusting the piston rod and has had no further issues with air bubbles in the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.